Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Remote monitoring reported episodes showing noise on the atrial channel of the dx lead. Lead trends appear stable since generator changeout in (B)(6) 2024. Advised further lead evaluation. Lead currently remains implanted.

Manufacturer narrative:
Combination product: yes.